Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3407 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that dr informed us by email that he experienced leakage of a catheter after placement. As he describes, he checked the functionality of the catheter and noticed that during aspiration there was air aspirated, and during flushing he noticed a leak at 41cm - just outside the patient, as the catheter was 42cm. Dr. Is an experienced PICC placer (places for 14 years). The catheter was not replaced ¿ catheter was pulled back 1cm and cut behind the leakage ¿ the doctor did not keep the defect piece. He used a repair kit for the catheter¿ new extension. Because the catheter was shortened, prof .dr. Had to change his normal way of fixing the catheter (with a u- shape) resulting in a sub-optimal position for the patient (close to the antecubital space). The patient did not suffer other consequences.